Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to the decision of the physician to use a new lead with different length. There was no issue with lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted as the physician decided to use a lead with different length. There was no issue with this lead.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted as the physician decided to use a lead with different length. There was no issue with this lead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to the decision of the physician to use a new lead with different length. There was no issue with lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the helix difficulty observation based on a failing helix mechanism due to the coils being deformed at approximately 325 millimeters from terminal end. Furthermore, susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Also, a review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.